Manufacturer narrative:
One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device failed to meet specifications; the device passed visual inspection but failed functional testing as a result of multiple flags enabled, rendering the battery pack inoperable. However, after the u2 chip was reset, the battery worked as intended. The most likely root cause of the reported event may be attributed to a faulty u2 chip. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that when the patient presented to the site, the battery would not charge on the battery charger and the controller does not recognize the battery when it is connected. There was no damage noted to be done on the battery. The battery was replaced with no reported consequence or impact to the patient. No further information was provided.